Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that there was a hole in the sterile packaging when the device was removed from the box before a lap gastric sleeve procedure. The case was completed with a second same device. No patient consequence

Manufacturer narrative:
(B)(4). Additional information: the device was returned inside of the sterile package. During the visual inspection of the package it was noted two rips. The first rip was located at the right down side of the package and the second at the upper left side. The damage appears to be outside in (external). All ethicon product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts.